Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic technical services representative analyzed the patient archives and found there were no saved registrations in the archive. Fiducial placement was asymmetrical and covered the head well, although some fiducial markers appeared deformed in the scan. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the site had performed subsequent procedures using this navigation system, without issue. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon was unable to obtain an accurate touch-n-go registration. The patient was positioned in the mayfield clamp on her left side, blocking facial anatomy. In light of this, the site placed fiducials to perform a touch-n-go registration. There were 10-11 fiducials placed asymmetrically around the patient's head. After the registration was complete, the area of interest was completely encompassed by the yellow accuracy circle, and mostly inside of the green accuracy site. However, when the surgeon checked accuracy by placing his passive planar blunt probe into the center of a fiducial, he alleged being 4-6 millimeters off in the anterior position. After several more failed attempts at an accurate touch-n-go registration, the medtronic representative suggested a pointmerge registration using anatomical landmarks. Performed a passing registration with an error metric of 1.2 and the surgeon continued the procedure without issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.